Manufacturer narrative:
The explanted set screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Revision surgery was conducted on (B)(6) 2018 to remove and replace the set screws located at the l2/3/4. The construct was originally implanted on (B)(6) 2018 during a posterior lumber fusion (plf) of the l2/3/4. The surgeon suspects they may have forgotten to perform the final tightening process.

Manufacturer narrative:
Visual inspection under magnification found no signs that any of the 6 returned set screw had undergone the final tightening process. The bottom of the set screws which interacts with the rod does not contain any evidence of deformation or wear associated with 100 in-lbs of torque. Additionally, both the hexalobe edges and the mating threads appear crisp and clean with no associated marking/deformity caused the final torque process. The supplied instructions for use (ins-028) & surgical technique (lit-83210) provide direction as to proper set screw final tightening process. Warnings: 9. It is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided. Intraoperative management: 6. The final operative procedure with polyaxial screws must include tightening of set screws to 100in-lb torque value with the instruments provided.